Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. This lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted two areas of insulation damage. One area of damage was located approximately 235mm from the terminal pin. This damage consisted of a long smooth abrasion on the polyurethane insulation. The trilumen insulation underneath was undamaged. The location and type of damage appears consistent with either lead-on-lead contact or, possibly, lead-on-can contact. The second area of insulation damage was noted approximately 270-295mm from the terminal pin and included a section of abrasion that was through to the rate/sense negative conductor coil. This could have caused the clinically-observed noise and oversensing and also the low shock impedance measurements. The location and type of damage seen in this region of the lead appears consistent with entrapment in the clavicle/first-rib region. Resistance testing verified the lead was electrically continuous.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise that was oversensed by the device, resulting in the storage of non-sustained ventricular tachycardia (nsvt) episodes. It was also noted the shock impedance measurements were low, out-of-range at 16 ohms. During the lead replacement procedure, a break in the insulation was observed in the proximal section of the lead. This lead was explanted, replaced, and returned for laboratory analysis. No adverse patient effects were reported.

Manufacturer narrative:
The lead was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise that was oversensed by the device, resulting in the storage of non-sustained ventricular tachycardia (nsvt) episodes. It was also noted the shock impedance measurements were low, out-of-range at 16 ohms. During the lead replacement procedure, a break in the insulation was observed in the proximal section of the lead. This lead was explanted, replaced, and returned for laboratory analysis. No adverse patient effects were reported.